Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 486mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 335 mg/dl at the time of the call. Troubleshooting was performed and found that the customer needed assistance with setting the basal rates. Customer indicated that he will follow up with their doctor for the pump settings. There was no further information provided by the customer and no further high blood glucose troubleshooting was performed.